Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the right ventricular (rv) pacing lead impedances were increasing over the last six month and eventually were high out-of-range measuring greater than 2,000 ohms. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.